Event description:
During a diagnostic stereotactic breast biopsy, the physician was excising breast tissue using a guided breast biopsy device. Upon withdrawing the device from the breast tissue, the physician noted resistance, and upon complete removal discovered two holes in the sheath covering the device. FDA safety report ID# (B)(4).